Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead noise can be seen causing inappropriate nst detections on (B)(6) 2025. The noise can be seen on the ff and rv channels. The short rv interval counter has been trending up in the last year. A full lead evaluation in-person was recommended. Lead remains implanted. No adverse events reported.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025, and oversensing was also reported. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.